Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the mid right coronary artery with mild tortuosity. A 2.75x15 mm trek rx balloon dilatation catheter (bdc) protective sheath was removed without resistance. The balloon was soaked in saline. Air aspiration was performed inside the patient anatomy. The bdc was advanced without resistance toward the target lesion to perform pre-dilatation. The balloon was inflated to 6 atm for 10 seconds and ruptured. The bdc was removed without resistance and replaced with an unspecified balloon catheter. The procedure was successfully completed after implanting a non-abbott stent. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device analysis did not confirm the reported balloon rupture; however, may have been perceived by the user as a balloon rupture because the proximal balloon seal was leaking. A search of the complaint handling database was performed and other incidents were identified from this lot for issues related to balloon ruptures. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue possibly related to manufacturing was identified. Further assessment of this issue per site operating procedures was performed. The performance of these devices will continue to be monitored. In addition, it was reported that the device was prepared for use by performing air aspiration inside of the anatomy. It should be noted that the preparation for use section of the trek rx / mini trek rx coronary dilatation catheter (cdc), global instructions for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur.